Event description:
A customer reported that their AED's asi is flashing red, and the AED is alerting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a blank screen and the appearance of a service code, review of the AED's internal log files determined that these issues occurred following the replacement of a fully depleted battery. Evaluation of the AED and analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy.